Event description:
Reportedly, the home monitor status lights stays orange and does not react to health check.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Evaluation: - upon reception, the returned home monitor was tested and the reported behavior was confirmed: the status light is constantly lighting in orange. - expertise files analysis revealed that the device has rebooted while the device memory had reached its limit, resulting in an issue to send the technical file to the back office. It should be noted that the device performs self-tests and if the limit memory is reached, the status lights will constantly appear orange. - the device was rebooted many times, but now it no longer reboots, probably because of the full memory.

Event description:
Reportedly, the home monitor status lights stays orange and does not react to health check.